Event description:
It was reported that the patient had reported feeling their heart racing and uncomfortable when "going over bumpy roads" but felt fine during exercise. It was further noted that device reprogramming of the rate response was recommended and further evaluation of the patient and symptoms with the programmed settings. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568 implantable pacing lead, (B)(6) 2008. (B)(4).